Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse was informed that the issue occurred in the past and that the touchpad would freeze intermittently. Even though the isi fse could not replicate the issue, the fse went ahead and replaced the touchscreen to the customer's satisfaction due to the alleged intermittent issues on the surgeon side console (ssc). The system was tested and verified as ready for use. Isi received the touch screen part involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer-reported complaint of "touchpad isn't working". However, the error/fault was confirmed via error logs/system logs. Remote fe log review confirmed error code 76, which was pointing to the touchpad's touchscreen diagnostics failure. It was found that the touch screen was stuck. The touchpad was installed on the printed circuit assembly (pca) system. The technician programmed compact flash car with no issues. Then, the unit was calibrated successfully, and all the touch functions were tested and passed. The system was booted up in normal mode and idle for 10 minutes; it was also power cycled 10 times, and the unit worked normally without issues. A procedure log review was performed. Per the review, the following was confirmed: a urology procedure was performed on system sk1467 on 12-october-2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the touchpad was not responding to touch. The surgeon converted to another console after the start of the procedure due to touchpad not responding. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the touchpad was not responding to touch and appeared to be off. The surgeon was operating at the time of the call to isi technical support engineer, and thus no troubleshooting was performed. The surgeon moved from one console to the other and the procedure went on and completed with no patient injury reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.